Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon performed an open reduction of the lower leg shaft fracture. During an intramedullary distal nail, the drill bit interfered with the nail. The drill rotation stopped, so once the drill was removed from the patient body to check if the drill bit rotated correctly. As a result, the drill bit rotated together with the radiolucent-drive. Therefore, the surgeon could not use the radiolucent-drive, and he finished the operation freehand. Something like black powder and or oil was found at the connection part between the radiolucent-drive and drill bit. This complaint is on the radiolucent-drive. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.